Event description:
The caller alleged discrepant results when repeated tests with inratio. The results are as follows: first test = 5.3. Second test = 3.4. Third tests = 4.4. Fourth test = 3.6.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 2008: 5.3, 3.4, 4.4, 3.6, average: 4.18. Stdev 0.87. %cv 2.73. As per internal procedure tr#0150 rev 2, the %cv is greater than 20% the criterion is not met. The product will be investigated.